Event description:
Reporter alleged blood glucose measured 420 mg/dl at 7 am, however; had no high glucose symptoms, but called the dr. Who advised customer to come in for testing. It was stated customers' meter read 172 mg/dl back to back with the drs' measurement of 106 mg/dl when testing was performed within 5 minutes of each other. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.